Manufacturer narrative:
(B)(4). Batch # m54p9c. The analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 3/22/2016 information was not provided by the initial contact. Information is unavailable. Batch # (B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy performed by a senior surgeon, a single staple of a gold cartridge was missing followed by a staple line. There wasn't any anastomosis problem at all, and created no potential adverse injury to a patient. The surgery was ended successfully without any adverse event to patient.